Event description:
It was reported that the patient experienced an urethral injury during the previous inflatable penile prosthesis (ipp) implant. During the procedure, the right cylinder had been removed and the device was capped. Approximately 4 months later, a surgical procedure was performed in which the remaining components were removed, the corpora was dilated and a new ipp was reimplanted. There were no further patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.